Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was foreign material in the operating section. However, the identity of the foreign material and a definitive root cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had foreign material in the operating section. There was no patient involvement.